Event description:
Patient had a damaged test strip. The test strip was bent and they obtained a reading of 390mg/dl. They tested and obtained a 129mg/dl. Patient did not experience any symptoms they went to the md, to try to get rid of the reading since it would affect their average. They were not treated in the md's office. Customer service replaced subject vial of test strips.